Event description:
The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging that her one touch ultramini meter was reading inaccurately high compared to her continuous glucose monitoring sensor from her insulin pump and that the control solution test result was above the expected range. She claimed she developed symptoms after these reported issues occurred. The medical surveillance specialist (mss) spoke with the pt on june 30, 2009 to obtain/verify the following info. The pt claimed that her meter started to read inaccurately high "a couple of weeks" before she contacted lfs but only blood glucose results from five days prior to original date, were reported. The same day, the pt compared her meter result to the pump's sensor when she was feeling hypoglycemic. The pt was feeling dizzy, shaky, and had blurred vision. The results were "200-300 mg/dl" on the subject meter whereas the pump's sensor was "82 mg/dl". She indicated that the pump's sensor has a 20 minute delay but was unable to provide any other results from the pump's sensor. After the onset of her symptoms, she administered self-treatment with food/drink and felt better afterwards. The pt did not receive any other forms of treatment. When the mss asked what caused her blood glucose levels to go low, the pt stated it was due to her work because she is really active at work; she also feels that the alleged inaccuracy issues could have contributed to her symptoms as a result of taking too much insulin. She was unable to recall her last meter result before the incident and how much insulin she took. The pt also reported a control solution test result of "454 mg/dl", which was above the expected range. According to the troubleshooting performed with customer service, the meter failed the control solution test with a new vial of test strips. Although comparing the blood glucose result to a continuous blood glucose monitor is not a valid comparison, this complaint is being reported due to the following conclusions: the pt allegedly became hypoglycemic after obtaining alleged high meter readings and administered self-treatment with food/drink. In addition, the control solution test failed. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.